Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and no delivery alarm on the insulin pump. Customer¿s blood glucose value was 438mg/dl. Customer was assisted with no delivery troubleshooting and the insulin exited the line during manual prime but not under the fill cannula. Customer was advised to replace the pump. Insulin pump will be returned for analysis.